Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with high ketone levels; cause of high bg was not known; however, customer did not address the elevated bg level resulting in customer's bg level to further elevate. Healthcare provider identified the ketone level as dangerous. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids, potassium, and glucose. Customer was released from the hospital on (B)(6), 2024, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.